Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a ¿catheter malfunction¿ was inconclusive because no deficiencies were observed during inspection of the submitted photographic evidence. The product returned for evaluation was two photographs depicting one 2.7fr s/l broviac chronic catheter. In both photographs, the catheter was within a biohazard bag. Blood residue was visible on the catheter distal of the tissue ingrowth cuff. Biological residue was also apparent in the cuff. Sutures were tired around the catheter proximal of the cuff. An injection cap was attached to the luer hub. No damage was apparent in the photographed catheter. The provided photographs were insufficient to identify any damage/deficiencies related to the complaint sample. Consequently this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016- it was reported by sales rep per user facility that they had a "catheter malfunction". No other information was "offered or discussed". On (B)(6) 2016 - there appears to be an external split just below the vita cuff. The catheter also appears to be a tapered catheter. On (B)(6) 2016 - after reviewing photo with engineer, it was concluded that no splits were obvious in the returned photographs.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial MDR classification was reported incorrectly as a serious injury. The correct MDR classification is malfunction, as there was no patient harm.